Event description:
It was reported that the there was a crack underneath the cap (pull ring) at the base of the patient line of a homechoice automated pd set with which resulted in a leak. This was observed during priming of the device for peritoneal dialysis therapy. Renal therapy services assisted the patient to start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction d9. D9: device available for evaluation? Change yes to no. D9: date returned to MFR: remove 09/04/2024 (the device was not received for evaluation). H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.